Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter was stuck on the wire. An innova self-expanding stent system was selected for a superficial femoral artery (sfa) stent procedure. The stent was deployed and upon removal, the delivery system became stuck with an unknown guidewire. The entire system was removed and the procedure was completed. There were no patient complications and the patient¿s status was reported as fine.